Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error and pump error 23 - post-reset ram crc alarm. The customer experienced hyperglycemia and was treated with manual injection/insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to do the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test due to unresponsive keypad. Unable to confirm a pump error 23 due to an unresponsive keypad. Unit was successfully downloaded using thump. Pump error 23 was found in the history files on 06/23/2024 21:52:04.000. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the keypad trace and force sensor. 0.0 can be seen when programing a basal. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded keypad trace, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad traces. Unable to confirm to pump error 23 due to the unresponsive keypad. Stuck button alarm was found in the history file, however, could not be confirmed during testing due to an unresponsive keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.